Event description:
It was reported the patients blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be damaged. It could not be determined when and how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.